Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the ventilator could not automatically switch to ventilation mode. The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The key market reported that the filter was replaced to resolve the issue. The device was returned to service.